Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of ventricular capture. The patient's threshold was stabilized at around 2.5 v. The physician will monitor the patient.